Event description:
Varseajet plus handpiece was used on extensive burn wounds over the buttocks/perineal areas for a deep dermal burn down to the fat in some areas. The device was used on the highest setting (10) for a continuous period of over 30 minutes. The surgical team found that the tubing gradually became very hot, and the fluid in touch with the tissue also became very hot and appeared to be creating steam. The team was concerned the fluid at the wound interface was hot enough to damage the underlying tissues at the burn site. Additional info rec'd on 03/19/2007 noted all of patient's grafts failed. However, the patient has diarrhea, so it was possibly not the cause of the failure. The physician had to retreat the wounds as the grafts failed. Due to the pt confidentiality, no additional info will be provided.

Manufacturer narrative:
The device was not available for eval. A lot number was not provided, and therefore a device history review could not be performed. A sample versajet plus handpiece was tested to assess handpiece temperatures over time. While the data demonstrates increased pressure leads to increased temperature of the fluid, the highest temperature recorded after 30 minutes at the highest setting was found to be 105 degree f. The length of time the unit ran did not appear significant in increasing temperature. A protocol to provide further test data is in progress, and internal results are projected for the end of 05/2007. A supplement medwatch report will be filed following receipt of the investigation findings.